Manufacturer narrative:
Event evaluation: this event is still under investigation.

Event description:
In 2009, the physician performed endovascular repair to treat an aneurysm of the thoracic descending aorta. Two other manufacturer's devices were used and a cook kti sheath. First device inserted distally and was floating in the aneurysm sac. The physician then inserted a cook kti sheath into the device and attempted to advance it proximally to enter the second device. However, as the proximal end of the device was too close to the inner wall of the aneurysm, the kti sheath was blocked by the inner wall of the aneurysm and could not readily pass through the device. It was noted that the kti sheath might have scraped off embolism during this attempt. After surgery, patient's right leg was paralyzed. The pulses were normal in both legs and the physician performed a spinal drainage. A week later, the patient's left leg was also paralyzed. At this time, the patient is to start rehabilitation and is hospitalized.